Event description:
Caller states that she put a dosed strip into the active system and the device produced a result of lo (less than 10 mg/dl). Within 10 minutes, the customer ran a blood glucose test and received a result of 267 mg/dl on the active system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.